Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable. The patient was instructed to hit start/stop button to silence the alarm, reviewed settings and pump restarted. Pump screen read run at end of call. No patient injury was reported.